Event description:
It was reported that the device started normally but after the needle had entered the bone it stopped immediately. At first the led was green, but later it did not light up at all. No pressure was applied to the needle or bone. The intraosseous access had to be established with the help of another power driver which delayed the necessary treatment of the patient. Additional information: there was approximately a 5-minute delay. The user is aware of manual placement. Another io was placed in the right tibia with the 45mm ez-io needle. Vascular access was attempted in the right elbow prior to the io. The driver is stored in a module bag with the normal click holder in the backpack. Regular battery checks were not carried out. According to the instructions it is not necessary to check the driver's drill as the battery level is reduced if the trigger is press too often. Two issues occurred: the driver stops during use and the needle broke during manual insertion.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Ez-io driver 9058 (sn(B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.16 secs, insertion 2: 3.53 secs, insertion 3: 4.03 secs. Hard profile (105 lbs/ft3): insertion 1: 11.82 secs, insertion 2: 10.00 secs, insertion 3: 11.78 secs. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only (B)(4) of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2009 and is approximately 11 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device started normally but after the needle had entered the bone it stopped immediately. At first the led was green, but later it did not light up at all. No pressure was applied to the needle or bone. The intraosseous access had to be established with the help of another power driver which delayed the necessary treatment of the patient. Additional information: there was approximately a 5-minute delay. The user is aware of manual placement. Another io was placed in the right tibia with the 45mm ez-io needle. Vascular access was attempted in the right elbow prior to the io. The driver is stored in a module bag with the normal click holder in the backpack. Regular battery checks were not carried out. According to the instructions it is not necessary to check the driver's drill as the battery level is reduced if the trigger is press too often. Two issues occurred: the driver stops during use and the needle broke during manual insertion.